Manufacturer narrative:
The account found the brake rocker arm; connecting rod and screw are broken. The account replaced the brake rocker arm, connecting rod and screw to resolve the issue.

Event description:
The account alleged the brake casters do not hold while in brake mode. No patient impact.